Event description:
The user facility reported a 60-year-old male patient was on impella 5.5 support and during support, the pump was in suboptimal position. There were decreased flows. Repositioning was attempted without success. The pump was pulled back into the aorta without increase in flows. The pump was exchanged. Upon explant a thrombus was noted in the inflow. The patient survived the procedure.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock entering cardiac output (impella cp with smart assist) section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿

Manufacturer narrative:
The investigation of positioning issues, low pump flow, and thrombus has been completed. Pump was not returned for investigation. As per the clinical information provided, the pump was pulled into aorta by the doctor while repositioning. Therefore, the root cause of the positioning issue was most likely use related to improper technique. Pump was not returned for investigation. Data logs were not returned as well. Without the product or the data logs, the failure cannot be further investigated. Therefore, the root cause of the low flow issue was not determined since product was not returned and data logs were not returned as well. As the necessary information was not provided, the root cause of the thrombus was not determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26778 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26778. H6 code 4582 was reported incorrectly on manufacturer device report 1220648-2025-26778. New code was added to health effect - clinical code.